Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge connection. Customer's blood glucose level was 116 mg/dl. Tandem technical support educated the customer to prime until the air is removed.